Event description:
A malfunction alarm was reported by the customer, identified with malfunction code malf 0 and fault ID 0-0x217c. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received pump reset information from technical support but was unable to complete the reset and was advised to follow up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.